Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient was admitted to the hospital for worsening heart failure symptoms. It was discovered that the left ventricular lead lad dislodged. The lead was explanted and replaced. The patient was stable throughout the procedure.